Event description:
A male patient with a previous history of being on dialysis and a pre-procedure diagnosis of a 10mm proximal aortic neck immediately below the superior mesenteric artery, severe proximal neck angulation of approximately 60 degrees, severe calcification at places, aneurysm with a narrow lumen and crescent-shaped (12mmx23mm), and both common iliac arteries severly calcified at the places to be sealed underwent aaa repair in 2007. The plan was to place the main body starting from the sma downward and blocking the renal arteries and the right external iliac was to be grafted. The main body was placed with the gold markers positioned immediately below the sma. During the introduction of the contralateral iliac leg, the delivery system encountered strong resistance due to the tortuosity of the vessel. The delivery system was advanced with the aid of an 18 french sheath. The reset of the procedure followed the instructions for use. Confirmatory angiography revealed: a proximal type I endoleak and another manufacturer's stent was placed to resolve the leak; a distal type I endoleak in both common iliac arteries. Calcification in the left common iliac artery required the iliac leg graft to be placed slightly superiorly to the bifurcation, however another manufacturer's stents resolved the leaks; a type IV endoleak was also noted but the physician elected to observe this for now. (See also 1820334-2007-00521).

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate the key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these keys anatomic elements may be more conducive to graft migration. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in placement of the device even though adverse anatomy existed.